Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference hemopro 2, adapter cable and reference power supply. The device failed the pre-cautery test; it did produce steam and heat during 5-second activations and shut off when the toggle was released. However, when the adaptor was manipulated the device would not activate. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse shut off power to the heater when the cord was manipulated. Based upon the evaluation results, the reported complaint for the reported failure "failure to deliver energy" was able to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.